Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Supplemental to add medwatch number.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports during preventative maintenance of the pump, the pump was set at 125 ml/hour with an expected infused volume of 60.63 ml and 69.38 ml at a 30 minute test that is based on (B)(6) tolerance. Infused volume was 78 ml to 83 ml which is out of specs.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter. If information is provided in the future, a supplemental report will be issued.